Event description:
Pt was being fed using a pump. Device pulled off the pump resulting in a free flow of fluid. Pt should have received 75 ml/hr. Pt received 900 ml in 2 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.